Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported that the user interface module on one of their ventilators does not power up. The unit was not on a patient when the problem occurred.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped the foreign distributor a replacement user interface module. A return goods authorization (rga) number was also issued to the distributor for the return of the alleged faulty user interface module for evaluation. As of march 08, 2015, carefusion has not received the alleged faulty user interface module. Once received and evaluated, a follow-up medwatch report will be submitted.